Event description:
(B)(4). Since having essure I have experienced the following: loss of sex drive/libido! Loss of hair ( have both bald spot and receding hair line) hot flashes, sweats, mood swings, crying for no reason. Severe weight gain without being able to loose weight. Swelling of legs, hands, feet. Join pain in my hips and lower back disabling at times. I am unable to walk for extended period of time, stand for extended time. Difficulty sleeping, extreme fatigue . Migraines. I have had blood work done almost every 6 months testing all my hormone levels testing for things from thyroid, diabetes to early menopause and lups. All my test come back normal and ok.